Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for helical blade is not provided. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an implantation of trochanteric fixation nail advanced (tfna) long nail hip surgery took place on (B)(6) 2018. Postoperatively, on (B)(6) 2018 a revision and removal surgery was performed due to poor reduction and to reduce fracture and re-implant the same tfna but different blade. There were two unknown cables applied. It was unknown if there was a surgical delay. Procedure was successfully revised. Patient outcome was good. This report is for one (1) unknown helical blade. This is report 2 of 3 for complaint (B)(6).

Event description:
It was reported that on (B)(6) 2018, an implantation of a trochanteric fixation nail advanced (tfna) long nail hip surgery took place. On (B)(6) 2018 a revision and removal surgery was performed due to poor reduction and to reduce fracture and re-implant the same (tfna) but different blade. There were two unknown cables applied. It was unknown if there was a surgical delay. Procedure was successfully revised. Patient outcome was good. This report is for one (1) unknown helical blade. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.